Manufacturer narrative:
Second revision occurred approximately 10 months after the first revision surgery due to infection. No complaint related to fx product.

Event description:
Second revision occurred on (B)(6) 2026, approximately 10 months after the first revision in (B)(6) 2025. The primary surgery happened on (B)(6) 2025. No fall or other trauma reported. Based on comparing usage forms fx v135 stem ta6v ø32/12 cementless ti/ha, humeral cup standard pe/ta6v ø36/+3, humelock reversed centered glenosphere w/ screw cocr/ta6v 10° tilt ø36mm, humelock reversed ta6v cementless glenoid baseplate w/ screw ti/ha ø24mm, +3mm lateralized, central screw ta6v ø4.5mm l.20mm, standard screw ta6v ø4.5mm l.20mm, standard screw ta6v ø4.5mm l.35mm and two locking screw ta6v ø4.5mm l.35mm was explanted in may 2025 due to infection and replaced with antibiotic spacer. The antibiotic spacer was explanted, and replaced with fx v135® humelock stem ta6v ø32/10 l. 120mm cementless ti/ha, humeral cup stability pe/ta6v ø36/+3, humelock reversed centered glenosphere w/ screw cocr/ta6v 10° tilt ø36mm, humelock reversed ta6v cementless glenoid baseplate w/peg ti/ha ø24mm, +3mm lateralized, post extension ta6v +06mm cementless ti/ha, locking screw ta6v ø4.5mm l.15mm, locking screw ta6v ø4.5mm l.30mm, standard screw ta6v ø4.5mm l.30mm, cortical screw ta6v ø4.5mm l.28mm and cortical screw ta6v ø4.5mm l.30mm on (B)(6) 2026.